Event description:
Following a right internal carotid artery stenting procedure, with successful accunet delivery and acculink placement, the patient experienced an embolic shower and stroke, 17 minutes after the embolic protection device (epd) was removed. The vessel was pre-dilatated after accunet insertion and prior to acculink insertion. The target lesion was not exceptionally tortuous, mild to moderately calcified, and 80% stenosed pre-procedure. The site reported that the filter basket did not perform well. Hospital records indicate the patient was initially admitted a acute care in 2006 complaining of left-sided weakness, numbness and tingling. CT scan of the brain done in 2006, showed no evidence of infarct or hemorrhage. Carotid doppler study revealed severestenosis in the right carotid artery with mild disease in the left carotid artery. The patient underwent stent placement of a high grade right carotid artery stenosis and had a stroke subsequent to the stent placement. CT scan of the brain, done on 2006, showed no significant interval changes since comparison study on 5 days befrore event date the patient was transferred to rehabilitation for pt,ot, and st with an assessment including left-sided hemiparesis, arm worse than leg, and difficulty swallowing. Additional information is unavailable.